Event description:
User reports sample ID numbers are not being interpreted correctly, with potential for assignment of incorrect ID number to pt samples. The number of pts impacted not provided. No adverse events reported in association with this issue. If add'l info is rec'd, appropriate notification will be provided.